Event description:
Caller reported receiving an e7 (electronic error) message on the infusion device. Preliminary evaluation on (B)(6) 2013 found an e7001 (vibration alarm defective) in the device history. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Manufacturer narrative:
Conclusion - the complaint can be verified. Result main findings: this case is evaluated as pcc due to e7001 were found in the history. It is not possible to further operate the pump due to a short-circuit of the buzzer. The pump correctly triggered the e7001 error messages.